Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had no power. Patient involvement unknown.

Manufacturer narrative:
Device evaluation: one device was received with front cover scratched up, line cord discolored and worn, outdated printed circuit board (pcb) and power switch, pcb missing light emitting diode (led), quick connect corroded, enclosure has dents and scratches on it, water tank cover scratched. Per functional testing, the device did not turn on. The complaint was confirmed. The root cause was a faulty pcb. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.